Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic ercp procedure for stent placement. While advancing the stent over the hydra-jagwire, the stent became stuck resulting in the outer coating of the guidewire beginning to strip. Another device was utilized successfully. The stent was placed with no further issues. The procedure outcome and pt condition are both noted as fine. The pt did not sustain any ill effects as a result of this issue.